Manufacturer narrative:
There has been a previous report received where this an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-1os insert too little water comes through causing the water and insert to become hot. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Evaluation found the insert to be clogged with a clear plastic not used in the manufacturing process. Multiple unsuccessful attempts were made to obtain the patient outcome.